Manufacturer narrative:
(B)(4).

Event description:
The pt's stimulation was turning off following a report of a fall (details unk). The pt was seen by the healthcare professional several weeks ago for reprogramming. It was noted that the pt was getting relief but the device would turn off about 12 to 15 minutes after being turned on. X-ray results showed the lead did not move and was in the correct position. Impedance measurements were normal. The pt was programmed at 4.9 volts with c+/1-, 1.7 v, 210 pw 14 hz (group impedance=412 ohms, <15 ua). Longevity calculation for estimate of battery life was 1 year using 4.9 v, 210 pw, 14 hz and 3.5 years at 1.7 volts, 210 pw, 14 hz. The pt was at the clinic in fair condition. Further info was requested.